Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller states the pt felt stim up until sometime in september but has never had therapeutic efficacy since implant. Caller states the pt did not have any falls or trauma--the pt noticed she was not getting relief so she adjust her programming at some point and since then or around since then she has not felt stim. Before consulting with tss, the rep states he has gone through all 7 programs up to 6.5v and the pt felt nothing. The pt came in on program 2 @ 4.5v. During the call the pt was on program 2 (contact 1/3) @ .5v. Caller checked impedances at 1v 210usec: c/1 499 1/0 1/2 1/3 all show 1016 ohms. Caller checked all the other electrodes and all bipolar pairs were 1016ohms. Caller ran impedance again at 3.0v 210 usec: c/1c502 1/0 ¿ 765ohms 1/2 - 765ohms 1/3 ¿ 1027 ohms. The pt feels absolutely no stim a s noted at 6.5v on any program or during the impedance test. Tss advised considering imaging. Additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient on 10/19 for a follow up re-program and came to the conclusion that most likely their generator has run its course and no longer has power. Just to be safe patient was referred to front office of physicians clinic to schedule and x-ray to confirm that there is no issue (bend/break/dislodge) between generator and lead. No confirmation at this time that patient has scheduled follow up appointment.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.